Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period nov-2019 to oct-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. A kink was observed on the catheter tubing approximately 51.8cm from iab tip. Two kinks were observed on the catheter tubing and inner lumen near the y-fitting approximately 74.9cm and 76.2cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. The reported events cannot be confirmed by the evaluation. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may contribute to iab complications. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Complaint (B)(4) (mfg report number.2248146-2021-00725) was initiated on 27oct2021, but the manufacturing date of the product was 05jun2023, which did not make sense as the complaint was reported before the product was manufactured. The iab was returned, and the investigation has been done. After running a query to check for all complaints associated with the same lot, it was found that complaint (B)(4) (mfg report number 2248146-2024-00472) was reported from the same hospital, (B)(6) hospital, and had the same lot number #3000317880. This complaint is currently under "requested" returned good status and was completed as a non-return. We believe that the device returned belongs to complaint number (B)(4). Therefore, both complaints have been re-opened and revised to ensure the correct investigation information is included. Updated fields: return to manufacture date: changed to [blank], device evaluated by mfg? Device not eval provide code, if other provide code -explain, type of investigation (1), investigation findings (1), investigation conclusions (1). Reference complaint # (B)(4).

Manufacturer narrative:
Additional reporter: (B)(6) rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an unable to calibrate optic sensor alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The alarm was explained to the customer before they were advised to invoke a calibration, which alleviated the alarm. The console was displaying a slight rounding of the iab waveform tips. The customer ordered a chest x-ray to check the tip position. There was no patient harm or adverse event reported.